Event description:
The davol sales rep. Reported that the instrument fired constructs in the shape of a rainbow after deployment. The surgeon pulled the salute out of the patient and refired. The first refire looked ok, refired again and the next (construct) was a straight shot, refired again and it was ok, refired once more and it was a straight shot.

Manufacturer narrative:
Evaluation of the returned device showed that the device knob was oriented +90 degrees when returned. The 8 degree surface on the left tip was machined acceptably. Two open air constructs were fired and formed acceptable q-rings in size and shape (0.145-0.147" dia). The balance of the q-rings were fired into a test pad. Fourteen acceptable q-rings were fired before lighting of the led, therefore, 11 q-rings would have been deployed by the user. A total of 24 acceptable q-rings were delivered before the handle locked out at 35. Reported malfunction could not be duplicated. Product performed to specification during evaluation. Cause of event undetermined.